Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the customer heard a snapping sound and the system displayed a communication failure. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.